Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator was exhibiting post-paced t wave oversensing. Programming changes were performed. There were no patient consequneces.

Event description:
New information received notes that further instances of post-paced t-wave oversensing (pptwos) were observed after the initial programming interventions were made. There were no patient symptoms reported.